Event description:
Baxter reports a leak between the titanium adapter and pt adapter of 3 minicap pd transfer sets during pt use. Affiliate reports no pt injury or medical intervention as a result of incidents.